Manufacturer narrative:
One sample was returned and evaluated. Bond strength of the bolus area was tested and exceeded the specification. Thirty-two other samples were evaluated and none of them failed the bond strength testing. No product problem was identified. The customer reported that they may have been using a syringe larger than 35cc for irrigation and/or administration of meds. This use of a syringe larger than 35cc can cause the problem reported. Labeling clearly instructs on appropriate syringe size.

Event description:
Customer reports first of several instances whereby the weighted tip became dislodged from the tube. The tip was discovered (by x-ray) in the pt's stomach. The tip passed by normal bodily elimination. No injury occurred.